Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and multiple pockets were not detected on the system bus. Customer tried to reboot and recover the failure, but issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and multiple pockets were not detected on the system bus. A field service engineer (fse) inspected the rear side of the drawer and found no visible issue, then reseated all cables connected to both drawers and restarted the station. The fse confirmed that the failed storage indication was no longer present. The system functioned as intended after the field service engineer repaired the device.